Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and unable to aspirate. There was no harm or injury reported.

Manufacturer narrative:
Balloon was placed during open heart surgery but unable aspirate the inner lumen, esp personnel reviewed a screen shot that showed appropriate wave forms with a fiber optic arterial pressure. He had (B)(6) transducer the inner lumen which gave a 96/95 pressure reading. He explained the inner lumen needed to be capped and marked do not use for risk of thrombus and if they felt the fiber optic numbers were incorrect, they could transduce an alternate arterial source to compare the pressures.